Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Lead replacement was erroneously submitted in manufacturer report number 2017865-2007-02649.

Event description:
It was reported that high pacing lead impedance was observed on the left ventricular lead. Chest x-ray showed that the pin was not visible in the header suggesting it may have pulled out. There were no other electrical anomalies. Patient was scheduled for procedure. It was noted that the left ventricular was dislodged leading to high thresholds and loss of capture. Lead fracture was noted on chest x-ray. Physician was having difficulty in explanting the lead, so the lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.